Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint issue, trouble shooting, a review of product historical data, and a review of product labeling. The scm board was replaced and the instrument is now functioning normally. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. The on-market engineer stated that the issue occurred while field service was installing the pcb and the instrument power was on and it should have been off. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke from the cell-dyn sapphire. The customer stated the board shorted as the electrical terminal touched the sapphire body case while setting up the warning lamp. The scm board was replaced and the instrument is now functioning normally. No user injury and no impact to patient management was reported.